Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions. Reportedly, customer received the alarms with no interaction from the customer. In addition, it was reported that intermittently the button had a slight delayed response when pressed. Customer stated that they will continue to use the pump for insulin therapy.